Manufacturer narrative:
Electrocautery canned text needed. Additional information was received that the patient underwent an ipg replacement procedure. The physician suspected device malfunction due to a non-device related surgery. The patient was doing well postoperatively.

Event description:
A report was received that the patient was not able to charge ipg out of hibernation. It was noted that he had a non-device related rf ablation procedure. The patient will undergo a revision procedure wherein the ipg will be replaced. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04).

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was not able to charge ipg out of hibernation. It was noted that he had a non-device related rf ablation procedure. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Correction to fu#1 MDR in model #/lot #, device evaluated by MFR?, evaluation codes, additional MFR narrative. (B)(4). Should not be there additional MFR narrative should have stated: correction to initial MDR in describe event or problem: additional information was received that the patient underwent an ipg replacement procedure. The physician suspected device malfunction due to a non-device related surgery. The patient was doing well postoperatively. Ipg sc-1132 s/n (B)(4): the complaint was confirmed. The u2-application ic was damaged. The device would not be charged nor linked to a test remote control even after two charging attempts. The device was cut open, and the battery measured 1.55 volts. The device exhibited excessive sleep current leakage. A hot spot was observed on the component. The impedance between vh and ground was low. The reported complaint states that patient has not been able to get his remote control to communicate with his cervical ipg since he had a radiofrequency ablation procedure done. The ipg exposure to rf ablation resulted in the reported complaint.

Event description:
A report was received that the patient was not able to charge ipg out of hibernation. It was noted that he had a non-device related rf ablation procedure. The patient will undergo a revision procedure wherein the ipg will be replaced. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04).